Manufacturer narrative:
Block b3: exact date unknown, event occurred a month from the date manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial/batch: (B)(6).

Event description:
It was reported that the patient was experiencing inadequate pain relief due to spinal cord stimulation (scs) lead had migrated. The patient underwent a lead replacement procedure wherein a new paddle lead was implanted. The patient was doing well postoperatively. The explanted device components will not be returned per facility policy.